Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The 99% stenosed lesion being treated was located in the severely calcified, mid left anterior descending artery. The lesion was predilated with 1.25mm and 2.25mm non-bsc balloon catheters. Using a mach 1 guide catheter, the physician then advanced a 2.75x28mm promus element stent delivery system (sds) to the target lesion. However, the sds would not cross the lesion. Upon removal of the sds the stent dislodged, but remained contained in the guide catheter. The sds and the guide catheter were removed as a unit. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).